Manufacturer narrative:
(B)(4). Device evaluation expected, but the device has not yet been received. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab since there was no sample returned. A batch review showed no similar conditions observed during manufacturing. The root cause can be determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.

Event description:
A nurse reported a minicap transfer set's navy blue connector separated from the mainbody. No injury or medical intervention was reported.